Manufacturer narrative:
The reported issue of multiple modules failing led segment display during preventive maintenance was confirmed to be dim segments on all of the returned lvp display board assemblies. Preventive maintenance was not performed to replicate the incident. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. Each board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. All returned display board assemblies exhibited dim segments. Risk assessment dir: 10000285368 reports dim segment issue associated to faulty component of the seven segment display. A supplier product change notification (pcn-(B)(4)) was issued to improve the manufacturing process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement

Event description:
It was reported that there were multiple modules that failed the led segment display during preventive maintenance test. There was no patient involvement.